Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosing of the tibial component at unknown interface. Unknown cement was used. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2017, patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement was utilized. There were no indicated intra-operative complications. On (B)(6) 2019, patient received a right knee revision to address pain, decrease in active extension, decrease in active flexion, and tibial tray loosening at an unknown interface. The surgeon did not specify which interface the tibial tray was loose. All components were revised. The patient was revised with depuy products and two depuy cement products. There were no indicated intraoperative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, d10 concomitant med products, h6 (health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, e1 (facility name), h6 (health effect - impact code) previously reported no code available (3191) surgical intervention is now updated to f1905 for mevice revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: (B)(6) 2021: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: h6 (clinical code).